Event description:
Initial complaint description: "sheath went in smooth, on the way out it started to unravel. It got stuck and broke in half. Pt had to have surgery to remove the half that broke off in the body. Physician's assessment of the relationship of the device performance to the reported event: tortuosity and dense calcium caused the sheath to split."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Pull force of valve/sheath joint was above the minimum specification on retained devices from same lot. Complaint sample was discarded at user facility. The root cause cannot be determined due to the complaint sample being discarded and unavailable for eval. It can be presumed based on the rptr's details that the sheath encountered a force that exceeded the material strength causing the sheath to unravel within the pt.